Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy; cystocele repair; inadvertent bladder perforation due to cystocele and pop. It was reported that patient underwent mesh implant on (B)(6) 2009. It was reported that patient underwent davinci-assisted laparoscopic sacrocolpopexy; cystoscopy on (B)(6) 2009 due to recurrent anterior wall and apical vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, bilateral sacrospinous ligament suspension, and anterior colporrhaphy with dermal graft placement.